Event description:
It was reported that an ilet user contacted support with concerns that the device battery was low and might not last through the remainder of their work shift, and the agent provided education on backup insulin use and steps to power the device back on at home. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical care. Investigation included a troubleshooting and education session covering power management and device restart procedures. Investigation of this case revealed that the device presented low and very low battery conditions consistent with expected behavior when charge is depleted, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related battery depletion and known device performance characteristics.